Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E1: initial reporter facility name: (B)(6). This report is a replacement to the original submission under MFR report#: 1024879-2025-00826 on 11-june-2025 in order to file against the correct site registration number. Investigation summary: bd received five photos for investigation. Evaluation of these photos indicated a deformed wing, and a molding defect. Additionally, ten retained samples were visually inspected, and no deformed wings or molding defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: deformed product and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before and during use bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the wing was deformed. There was no health impact or consequence reported.